Manufacturer narrative:
This is one event for the same pt involving three separate products; associated MDR's #1225714-2014-03870, 1225714-2014-03871, 2937457-2014-00926.

Event description:
The plaintiff's attorney alleged the decedent experienced a cardiovascular event on (B)(6) 2010 after use of the product.